Event description:
In 2008, the pt reported having issues with air bubbles in his insulin cartridge since beginning use of the infusion device. He stated he only uses room temp insulin and he attaches his adapter and infusion tubing to the insulin cartridge before insertion into the infusion device. He stated that he is confident that the luer connection of the infusion tubing is secure. To troubleshoot, the pt was sent different types of infusion tubing. Further attempts to contact the pt were unsuccessful. The pt called back at about 18 days later, and reported that the replacement infusion tubing did not resolve the issue. He was requested to return his insulin cartridges for eval on a separate incident. No physiological effects were reported. No prod will be returned for eval.